Manufacturer narrative:
(B)(4). Batch # n55n4j. The analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 13 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: for clarification, did the staples fall out of the device before it was fired? No. If no, did the device fire, but the staples did not deploy into the tissue? No ,the staples didn¿t deploy into the tissue from when the trigger was pressed. How was the procedure completed? Because of the disponibility of the recharges at the moment of the procedure, it was continued with an echelon 45. Will the device and reload be returned for analysis? Yes.

Event description:
It was reported that during a total gastrectomy roux-en-y procedure, the load fails at the time of sliding the blade to make the cut of the intestine. At the time of attempting to slide the blade all the staples come out of the recharge. Unknown how case was completed. There were no adverse consequences for the patient.